Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info tht this right atrial (ra) lead dislodged. A revision procedure was performed and the lead was repositioned. The next day, an xray was performed and the lead was again found to be dislodged and exhibited intermittent capture. At this time, it is unk if another revision procedure will be performed. No adverse pt effects were reported. Our records indicate this lead remains implanted. If additional info is received, this report will be updated.